Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence, and the planned treatment/non-emergency treatment procedure was completed with delay of less than 20 minutes by moving the patient to another system. The philips remote service engineer (rse) checked the system remotely with the customer and the customer stated that the system would get stuck on philips logo even after multiple reboots. Troubleshooting per the service manual indicated the suite pc's hard drive had failed and the software required reinstallation; a possible motherboard defect was also suspected. To resolve the issue, the fse replaced suite pc and hard drives, and the defective part was returned for further analysis. The supplier's part analysis conclusively determined the suite pc failure and identified a missing ssd. Following replacement, the system was returned to use in good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.